Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. Corrected field: b5. The device was returned to olympus for a field service inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged serial digital interface cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged serial digital interface cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laparoscopic cholecystectomy, which was completed with a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had a flash during coagulation in spray mode. The issue occurred during an unspecified procedure. There were no reports of patient harm.